Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to physio control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.